Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a dog underwent a cystotomy on 06/30/2015 and suture was used. Post-operatively on (B)(6) 2015, the suture was discovered to have broken in the middle of the suture line.